Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was noise on this right ventricular (rv) lead. The noise was oversensed, but this did not result in pacing inhibition. This rv lead was surgically abandoned and the associated implantable cardioverter defibrillator (ICD) was explanted and replaced. No additional adverse patient effects were reported.